Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Screws which hold the blades, came off during a surgery. The devices were parts of a loan kit. The surgeon also reported that the blades were changed every 5 surgeries. Per additional info on (B)(6) 2011, these devices were used for a craniosynostosis. The surgeon did not mention delay or adverse consequences for the pt.